Manufacturer narrative:
Per tandem's user guide: you should avoid activities which could expose your system to temperatures below 40°f (5°c) or above 99°f (37°c), as insulin can freeze at low temperatures or degrade at high temperatures. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was exposed to extreme temperatures, causing it to get hot. The customer wet the pump in an attempt to cool the pump down. Subsequently, the pump shutdown unexpectedly. Additionally, it was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Reportedly, the cartridge was changed to address the issue and insulin delivery was resumed. Customer's blood glucose was 176 mg/dl.